Event description:
An endeavor resolute drug-eluting stent was being used to treat lesion in the left main. The lesion was 90% stenosed with severe calcification and tortuosity. The device was inspected prior to use with no issues noted. Resistance was not encountered when advancing the device. The device was unable to cross the lesion. The device was removed and the patient was not treated. There was no patient injury reported. When the device was returned to the manufacturer for evaluation, it was noted that the stent of the device was damaged device evaluation: the 7th and 8th distal stent segments had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (90% stenosis, severe calcification and tortuosity). Deformation problem (stent). Evaluation conclusion: known inherent risk (stent deformation). Device failure/lack of effectiveness related to patient condition (90% stenosis, severe calcification and tortuosity). (B)(4).